Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue delivery system was selected for use. During procedure, the extension tube between the y-valve and the switch was observed to be crack and was leaking water in a continuous drip. The delivery system was never introduced into the patient and exchanged for a new 9f amplatzer torqvue delivery system to complete the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported and confirmed that the hub of the y-connector extension tube was cracked. Investigation revealed a fracture on the screw part of the extension tube, which, upon further testing, was identified as the likely cause of the leak. As the event appears to be related to a potential product quality issue, exception issue (B)(4) has been initiated to further investigate this complaint. A review of the device history record confirmed that all manufacturing and inspection operations were properly performed and that the product met all specifications prior to shipment. Additionally, the observed bent damages on the loader may have resulted from damage during use and/or shipping or transportation-related stress in the return to abbott. However, this cannot be determined.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue delivery system was selected for use. During procedure, the extension tube between the y-valve and the switch was observed to be crack and was leaking water in a continuous drip. The delivery system was never introduced into the patient and exchanged for a new 9f amplatzer torqvue delivery system to complete the procedure. The patient was reported to be in stable condition.